Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). Sw = 2.9d. The unit passed displacement test. The unit was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. The unit was also received with a retainer ring that partially detaches from the reservoir tube lip at the lateral side. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.